Event description:
It was reported that while in use on a patient this 980 ventilator generated a background fault. The patient was removed from the ventilator and placed on an alternate ventilator without injury. Although it was reported that a background fault was generated, the service report indicates the ventilator entered into backup ventilation (buv).

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this pb980 ventilator generated a background fault. Although it was reported that a background fault was generated, the service report indicates the ventilator entered into backup ventilation (buv). The device was available for evaluation. The service personnel (sp) performed extended self test (est) to clear the background fault code. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.